Manufacturer narrative:
The event involved no threat to public health and no death or serious injury to the patient. The IFU has precautions for handling radiation. Two lot numbers were provided in the complaint. Sirtex was unable to determine which or if it was both batch numbers that malfunctioned. A batch record review was performed and did not result in any abnormal findings for either batch. A retrospective MDR will be filed out of an abundance of caution due to the potential for serious injury should the device leak and the full dose not be able to be administered.

Event description:
Following the completion of the administration, a small puddle of liquid underneath the "y" connection on the delivery set was identified. Once the microcatheter, d-vial, and delivery set were removed, the lid to the siros dome was placed on top of the base. The siros delivery dome was then surveyed and results came back hot. The siros delivery dome was then placed into an appropriate decay location.